Manufacturer narrative:
The CT system stopped and became inoperable during an exam, delaying the patient's procedure. Root cause and corrective measures are under review. There was no harm or injury to the patient or user. No additional patient information has been received; if further information has been found follow-up MDR will be submitted.

Event description:
The CT system stopped and became inoperable during an exam, delaying the patient's procedure.